Manufacturer narrative:
Review of manufacturing and sterilization records did not hihglight any pre-existing anomaly or non-conformity possibly contributing to reported issue. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2026 due to infection. Pre-existing smr reverse liner std 36mm (pn 1360.54.810, lot 25at37t, sterilization 2500177) originally implanted on (B)(6) 2026 was removed and replaced with a new one. Surgery was completed as intended. Patient is female, date of birth (B)(6) 1954. The event occurred in the united states.